Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, a pt developed a film on the anterior capsule of the lens, which required yag capsulotomy to open the membrane. Add'l info was received from the surgeon, who reported the condition to be pseudophimosis and both eyes were affected. The pt was also treated with yag laser in both eyes. The surgeon added that the lens contributed to the event, which was resolved with treatment. There are two medical device reports associated with this event. This event is for the left eye.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested and received. (B)(4).